Event description:
Patient suffered an air embolism when IV tubing was being removed from the microclave clear cap connector which had been attached to a single lumen infusion catheter that had been inserted in a two lumen central venous access device. The microclave connector became disconnected from the single lumen infusion catheter when the tubing was being removed and fell off. Air came into the line and the patient became symptomatic for an air embolism. Patient went into cardiac arrest, sustained neurological injury and was placed in our nicu neuro ICU. Pt is now in rehab.